Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the presenting rhythm showed possible right atrial (ra) lead undersensing and the p-waves were noted to not be within the expected range. The lead remains in use. No patient complications have been reported as a result of this event.